Event description:
It was reported that the customer's blood glucose level was displayed as "high," though the exact value was unknown. There was no adverse impact to the customer¿s blood glucose level mentioned. The customer took corrective action by administering a correction injection via manual delivery injection, and no further assistance was requested.